Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) may; 429688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the defibrillation right ventricular (rv) lead exhibited a gradual rise in impedance and high impedance. The rv lead also had high and variable thresholds. The atrial lead also exhibited high and variable thresholds and high and variable impedance. Both leads remain in use. No patient complications have been reported as a result of this event.